Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals adhered to both side of optic body compatible with handling the lens out of sterile environment. Also, the visual inspection shows that the lens edge is comparable with z9002 frosted edge design for 11.0¿s. Manufacturing records were reviewed. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿edge damaged¿. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens was explanted from the patient's left eye. The report indicated the surgeon believed that the edge of the iol seemed different from what he expected. He thinks the iol is mislabeled with the wrong diopter value. Additional information to clarify the exact reason for the explant was requested but not received.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. Placeholder.